Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field(s): d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the confirmed customer report of no image was due to component failure of the bad cable unit connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head experienced no image during preparation for use with an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head experienced no image, during preparation for use. With an unspecified procedure. There were no reports of patient harm.